Manufacturer narrative:
The device was received for evaluation and tested. The customer reported condition could not be confirmed. The device passed self-test with no error alarms. Device passed volume accuracy test with 20.44 ml of fluid. Volume accuracy of 98 %. Probable cause for customer¿s complaint was not found.

Event description:
The event involved a plum 360 infuser, which was reported to have an inaccuracy issue, which was detected during set up. The reporter stated that the pump was not pumping the proper amount of ml¿s they set it up with. The customer stated that the pump did not audibly alarm, and that they were able to test the pump and duplicate the error. The device was set with 20ml, the pump reading was 18ml; it is supposed to be 20 ml ± 1ml. The device was not infusing with in-vitro fertilization drug. There was no patient involvement and no harm was reported as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.